Manufacturer narrative:
(B) (4) device evaluation: this device was received by baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation did not confirm the reported condition of the pump shutting off as soon as it is unplugged. However, quality engineering review of the event history determined that the pump was unplugged and one second later failure code 550:320:654:0000 occurred. The root cause of the failure code 550:320:654:0000 and the reported condition could not be determined and no repairs were performed for the reported condition. The device met specification for the reported condition. The uim master software (B) (4), which is classified as colleague 2006. A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump which experienced failure code 810:11 during biomedical testing. No patient injury or medical intervention was reported. The uim master software version is (B)(4), which is classified as colleague 2006. No additional information is available at this time.

Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Event description:
The facility reported an infusion pump with a malfunction of pump goes off as soon as you pull the plug from the wall. Batteries and fuses have been changed, pump has also been charged for 16 hrs. The event was reported to have occurred during biomed servicing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: this issue is currently being investigated under CAPA # (B)(4). Trend review indicates that baxter has received similar complaints. Service history review determined that this device has not been previously sent into service for the reported condition of 'pump goes off as soon as you pull out the plug from the wall.'

Manufacturer narrative:
(B)(4). The device has not yet been received for evaluation of unintended shutdown. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.